Manufacturer narrative:
Event date is date of publication on line journal article title: "reverse bent wiring with crusade catheter can be a useful technique for penetrating an abrupt-type entry of coronary occlusion at branching ostium" cardiovasc interv and ther (2016) 31:245¿249 doi 10.1007/s12928-015-0340-6. (B)(4).

Event description:
One resolute integrity rx drug eluting stent was deployed at the midpoint of the lcx, crossing over the obtuse marginal (om) branch. One year later, although no in-stent restenosis was observed, severe stenosis was seen at the ostium to mid portion of the om branch. Another resolute integrity rx drug eluting stent was deployed from the proximal part of the om towards the om branch. The patient suffered from moderate in-stent restenosis in the mid-lcx artery and total occlusion at the om branching ostium was observed. Patient also had mi but it appears to be a very minor one due to the only "slight" hypokinesis. These lcx lesions were treated with pci.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.